Event description:
Boston scientific received info that during a right ventricular (rv) lead revision for high pacing threshold measurements, this lead had pulled back due to a position issue. In the attempt to reposition the lead, the physician didn't retract the helix the whole way resulting in the damage of the lead. A new right ventricular (rv) lead was implanted successfully noting pt's anatomy was difficult. There were no adverse pt effects reported. The leads accidentally disposed of following the revision procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.